Manufacturer narrative:
Based on script answers, it appears the customer was using the sensor in accordance with the operator¿s manual. It is not known what size bubbles were passed through the sensor during their test. During laboratory evaluation, the air sensor detected air and alarms occurred. The product surveillance technician (pst) connected the returned air bubble detector (abd) to a system-1 simulator; placed a tube half-filled with water into the abd. When the abd was exposed to air, an alarm would occur and display on the system-1 simulator¿s central control monitor (ccm). When the abd was exposed to fluid, no alarm occurred. The pst physically agitated the abd during testing which did not cause failure. Alarms were still received when the abd was exposed to air. The pst drove a water loop with air bubbles inside using a centrifugal controller and motor. Monitored rate of flow with a flow sensor and flowmeter connected to the system-1 simulator, set rate of flow at 1.5 l/min and the air bubbles inside of the tubing caused alarms as they passed through the abd. During visual inspection, the pst observed nothing that would cause the failure. Log analysis determined logs do not go back to the date in question. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per follow-up with the ccp, the air sensor was linked to the arterial roller pump (pump response=to stop); the flow rate of the roller pump 1-2 liters per minute (l/min); the ccp disabled and reset the sensor to repeat the error several times; and the sensor orientation was door to side and was placed directly below the outflow of the oxygenator reservoir.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the ultrasonic air sensor (uas) was not working. The customer had air in the line to test the unit and they did not get an alarm, but when the unit was taken off the tubing it alarmed. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.